Event description:
Health care professional reported the device has been explanted.

Event description:
Physician reported right side capsular contracture, baker grade iii. The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d9 h3 h6 a visual analysis of the returned device identified, weight to the spec and crease fold. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Health care professional reported right side capsular contracture, baker grade iii. The device remains implanted.